Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had hose damage. The device was not used in surgery. No surgical delay occurred. It is unknown if injury occurred. The date of event is unknown. There is no additional information provided.